Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the phacoemulsification handpiece (hp) was returned for this investigation for analysis. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received on this investigation for testing. A visual assessment of the returned sample revealed no nonconformities were observed. The handpiece was connected to a calibrated resistance breakout box, where the output impedance was found to be out of specification. The handpiece was connected to a resistance test box which found a measurable resistance from the high electrode to ground. The returned sample was connected to a calibrated system, where it displayed system message (sm), which is indicative of a nonconforming handpiece pressure sensor. The root cause of the reported hp unable to connect to the console can be attributed to wear/reliability of the pressure sensor. However, how or when this component became nonconforming remains inconclusive. The root cause of the reported hp oscillation failure was inconclusive, based on the information obtained. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ultrasound oscillation failure occurred with one of the ophthalmic operating handpiece during surgery. The other product could not be connected to the console during surgery. The surgery was completed after replacing the handpiece with another one with no patient harm.